Event description:
It was reported that during use with one unit of prismaflex st150 set, an external fluid leakage was observed, further specified as "red lumen from the short set". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua 200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual sample was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection observed that the cone of the access male luer lock (mll) is broken and an external fluid leak from the access mll was identified. The leak is due to the broken mll cone. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.